Event description:
It was reported that a perforation occurred in the left anterior descending (lad) coronary artery from high pressure dilatation with a non-compliant (nc) balloon. A 3.50x16mm graftmaster was advanced, but failed to advance to the perforation, so it was removed without issue. Then a 2.80x16mm graftmaster was attempted, but also failed to advance to the perforation, so it was removed without issue. Finally dilatation was performed with an nc balloon and a new 2.80x16mm graftmaster was able to successfully seal the perforation. There was no adverse sequela or a clinically significant delay in procedure. The patient was discharged without any complications. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other graftmaster device is filed under a separate medwatch report number.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.